Event description:
(B)(6) female pt in the operating room for a left lower lobe resection. At the end of the case the raw edge of the lung was sprayed with surgical for any small air leaks on the raw surface of the lung. During closing, a small piece of broken plastic was lying on the lung. Further inspection showed that this had obviously come off the back of the progel injector. The tube had actually broken into 2 pieces, each approximately 2x3mm. Only one piece was found. The pt was very thin and excellent views of the entire thoracic cavity were had. Irrigation was used.